Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was report by the rep that the unit manager was given (1) er320 instrument by the or nurse and told that it misfired. Another instrument was opened and used to complete the case. There was no patient consequence.